Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient was charging too frequently. The patient felt their implantable neurostimulator (ins) was depleting more rapidly than it was before. The stimulation was turned off and the patient did not understand why it was depleting. It was reviewed that the ins will continue to deplete even if the stimulation was off. This had started in (B)(6) 2017. There were no patient symptoms reported.